Event description:
It was reported that a device was used during a tonsillectomy. It was reported that the physician received a solid tone during the procedure. The case was completed with another device. There was no pt consequence.